Manufacturer narrative:
The technician replaced the coiled cable and the power control board to resolve the issue.

Event description:
The account alleged the bed has no power and the coiled cable has exposed metal wires. No injury reported.